Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unknown at this time. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A company sales representative reported during a demo at a facility, the bss fluidics was disabled. There was no harm to the patient as this happened at the end of the case and the surgeon did not require further use of the system. The machine was rebooted after the surgery and was found to function correctly. There was no delay in surgery. Additional information was received indicating the system detected a fault, disabled the fluidics function and displayed a system message.